Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (the lesion had 95% stenosis and was calcified). Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (the lesion had 95% stenosis and was calcified). (B)(4).

Event description:
The physician intended to use an endeavor resolute drug eluting stent to treat a target lesion which was located in the proximal lcx and exhibited 95% stenosis. It was reported that the device could not pass the lesion due to calcification. The physician used a new device, same model, to complete the surgery. When the device was returned to the manufacturing facility the stent of the device was noted to be damaged. There were no patient complications reported. Evaluation summary: the hypotube was kinked approx. 20.5cm distal to the end of the strain relief. Multiple struts from the 10th, 11th and 12th proximal stent segments were raised and deformed. ¿please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).¿